Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a blank display. The customer also reported the batteries were not lasting on the insulin pump. Customer stated they did not drop, bump, or expose their insulin pump to moisture. The customer was unable to check for any damages to the battery compartment on the insulin pump at the time of the call. Customer's blood glucose was 230 mg/dl. The customer was advised they would be sent a replacement battery cap. Customer declined to return the product for analysis.